Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements above 3000 ohms. Loss of capture was noted with bipolar configuration and myopotential oversensing was experiences in bipolar sensing. In addition, a signal artifact monitor (sam) noise episode was noted. There were no pacing pauses above 1.5 seconds. The pacemaker system was reprogrammed. The pacemaker was explanted and replaced and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements above 3000 ohms. Loss of capture was noted with bipolar configuration and myopotential oversensing was experiences in bipolar sensing. In addition, a signal artifact monitor (sam) noise episode was noted. There were no pacing pauses above 1.5 seconds. The pacemaker system was reprogrammed. The pacemaker was explanted and replaced and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements above 3000 ohms. Loss of capture was noted with bipolar configuration and myopotential oversensing was experiences in bipolar sensing. In addition, a signal artifact monitor (sam) noise episode was noted. There were no pacing pauses above 1.5 seconds. The pacemaker system was reprogrammed. The pacemaker was explanted and replaced and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.